Event description:
Allegedly after surgery, the surgeon found that the neck disassembled with the head on x-ray so the surgeon performed the revision surgery.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01455. This event occurred in (B)(6).

Manufacturer narrative:
The complaint database was reviewed and analysis shows no trend for item/lot.